Event description:
This is a report of a damaged cassette found during self-testing while the patient was not connected in peritoneal dialysis therapy. While troubleshooting an alarm with the technical service representative, the patient stated they could see what looked like scratches or cracks in the cassette. The patient would start over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was received for analysis and an evaluation is anticipated. Should additional relevant information become available, a supplemental report will be submitted.